Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after receiving 3 inappropriate shocks. A chest x-ray was performed on (B)(6) 2021 and revealed that the patient's right ventricular lead had become dislodged. It was then determined that the previous inappropriate shocks were delivered due to this dislodged lead double counting. The lead was successfully repositioned on (B)(6) 2021. The patient was stable throughout.